Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05768, 0001825034-2017-06207, 0001825034-2017-06217, 0001825034-2017-06218, 0001825034-2017-06219. John h. Healey (2009) "early equivalence of uncemented press-fit and compress femoral fixation", 467:2792-2799. The journal article was published in 2009. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that one (1) patient required a second surgery 1 to 137 months following knee arthroplasty to treat a superficial wound infection. Attempts have been made to retrieve additional information, but no further information is available at this time.